Event description:
It was reported while using bd micro-fine ultra¿ pen needles 0,23mm (32g) x 4mm the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: information from the reporter: a client of ours is complaining that his bd micro-fine ultra 4mm needles are not working. No insulin is coming through. It does not occur with all needles, but it does occur with many of the needles from the box. He has also tried different pens. He did not have this problem before, it has been since the last box he used. Product data - product name: bd micro-fine ultra 4mm. - material/catalog number: - lot/batch number(s):lot: 2333544. Incident description: a large number of the needles from this box seem to "refuse". No insulin is coming through, preventing him from injecting. - date of incident (dd/mm/yyyyy): (B)(6) 2023. - date of report to bd (dd/mm/yyyy): 14-7-2023. - name of bd employee notified, if applicable (first and last name): - description of event (provide specific and objective details of the event): mr. Came to report the above at the beginning of the week, but reported again at the end of the week that in the new box also refuse needles. At the counter went over it with mr.. He replaces the needle with every injection, never leaves it on. Tested a new needle on the spot, no insulin came through. - availability of sample (yes/no, including information on sample collection): yes, box of first report is present in pharmacy. - was there any alleged injury or harm to the user or patient (please provide detailed information): no. Additional important information: this makes it difficult for him to prick his insulin, is a lot of hassle because not all needles work. - death yes/no, serious injury, erroneous results, exposure to blood/body fluids, safety issue, other types of operations.... No.

Manufacturer narrative:
H6: investigation summary thirty one sealed 32g x 4mm pen needle samples were returned from lot. No. 2333544, cat. No. 320584, one sealed 32g x 4mm pen needle sample was returned from lot. No. 2074827, cat. No. 320584 and two open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320584. A clog test was carried out on all returned sealed samples as per q-sop-183-dl and no issues were observed. A visual examination was carried out on the two open samples and a bent non patient end of cannula was observed. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non-conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed samples were returned open it is not possible to determine root cause.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 0,23mm (32g) x 4mm the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: information from the reporter: a client of ours is complaining that his bd micro-fine ultra 4mm needles are not working. No insulin is coming through. It does not occur with all needles, but it does occur with many of the needles from the box. He has also tried different pens. He did not have this problem before, it has been since the last box he used. Product data - product name: bd micro-fine ultra 4mm. - material/catalog number: - lot/batch number(s):lot: 2333544 incident description: a large number of the needles from this box seem to "refuse". No insulin is coming through, preventing him from injecting. - date of incident (dd/mm/yyyyy): june/july 2023 - date of report to bd (dd/mm/yyyy): 14-7-2023 - name of bd employee notified, if applicable (first and last name): - description of event (provide specific and objective details of the event): mr. Came to report the above at the beginning of the week, but reported again at the end of the week that in the new box also refuse needles. At the counter went over it with mr.. He replaces the needle with every injection, never leaves it on. Tested a new needle on the spot, no insulin came through. - availability of sample (yes/no, including information on sample collection): yes, box of first report is present in pharmacy. - was there any alleged injury or harm to the user or patient (please provide detailed information): no additional important information: this makes it difficult for him to prick his insulin, is a lot of hassle because not all needles work. - death yes/no, serious injury, erroneous results, exposure to blood/body fluids, safety issue, other types of operations.... No.

Manufacturer narrative:
Correction: imdrf annex b grid b14.